Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
The customer received the following results, with two different meters, within 10 minutes: 15 mg/dl (system 1) and 205 mg/dl (system 2). Readings occurred with two different drums of test strips from the same lot. No adverse event reported. Return of the suspect device was requested for evaluation.